Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular lead displayed high, out of range pace impedance measurements. The local field representative indicated that the lead was functioning appropriately in all other aspects and the patient will continue to be monitored. There were no adverse patient effects reported. The system remains in service.